Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead showed multiple signs of abrasion along the lead body. Particularly the insulation was abraded through between 54 cm and 55.5 cm distal to the is-1 connector pin. This damage can be considered the root cause of the reported noise. The characteristics of this damage indicate severe mechanical stress in the implanted state. As no diagnostic images were available for analysis, the origin of the elevated stresses cannot be determined. However, an accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased in growth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to noise on the rv near field signal. No adverse patient events were reported. Should additional information become available, this file will be updated.